Event description:
It was reported that the patient implanted with this s-ICD system presented to the emergency department (ed) after receiving multiple shocks from the device. The patient was admitted to the hospital. A review showed the inappropriate shocks were caused by t-wave oversensing, so the sense vector was reprogrammed, from primary to alternate. It was noted the device delivered 49 shocks, causing the remaining battery to decrease to 16%. No additional adverse patient effects were reported. The device and electrode remain implanted and in service. Additional information was received indicating there had been no new inappropriate shock therapy delivered. The battery status had recovered to 30%, and the patient and device will continue to be monitored.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that the patient implanted with this s-ICD system presented to the emergency department (ed) after receiving multiple shocks from the device. The patient was admitted to the hospital. A review showed the inappropriate shocks were caused by t-wave oversensing, so the sense vector was reprogrammed, from primary to alternate. It was noted the device delivered 49 shocks, causing the remaining battery to decrease to 16%. No additional adverse patient effects were reported. The device and electrode remain implanted and in service.